Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a surgery had been performed on the (B)(6) 2010, the patient experienced pain. A bone scan showed loosening of the r3 3 hole acet shell 58mm and metal ions level raise. A revision surgery was performed on the (B)(6) 2022 to treat this adverse event. The current health status of the patient is unknown.

Manufacturer narrative:
H11: dear ladies and gentleman, please be aware that the current investigation is a duplicate of the investigation that has been previously reported on MDR report number 3005975929-2022-00485 and 3005975929-2022-00486 (internal reference: case-(B)(4). All investigation findings and new information received for this incident will be appropriately communicated through these reports.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed in the adverse events in primary and revision surgery that implant loosening or fracture, particularly of smaller size or high offsets implants, is more likely to occur in patients who are young, physically active, and/or heavy, which may lead to implant failure and revision surgery. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.